Event description:
One of the circuit boards on the bact/alert class instrument caught fire. The customer pulled the power card and the fire went out. No injuries were reported. A field service engineer (fse) was dis-patched to the site. The fse found the 3 circuit cards in the card cage/power assembly were burnt badly.